Event description:
Customer's husband reports that customer experienced keypad anomaly. Customer attempted to enter a bolus delivery and act button was not responding. Customer's blood glucose was 486 mg/dl and attempted to treat with insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was noted on the keypad traces. The pump passed the displacement, rewind, and basic occlusion test. Unable to prime during the prime test due to a faulty force sensor. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.